Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during setup the micro drill medium straight attachment overheated. As this event occurred during setup at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.